Manufacturer narrative:
Patient weight unavailable at time of filing. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). A software investigation analysis was initiated to determine the probable cause of the issue through archive analysis. Analysis found that the software was functioning as designed. It was noted that the mr that was originally used as a reference included a lot of additional information that could have affected the merge algorithm. Additionally, there was significant variance between the CT regarding exposure. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for an electrode and probe placement procedure. It was reported that the surgeons saw a 1.35 millimeter inaccuracy from a merge. The patient had previously had a lead placed and the post-operation magnetic resonance imaging (mr) merges with the original exam and the plan matched the lead placement. On the day of the reported issue, the patient had a computed tomography (CT) scan with a new frame. When trying to merge everything to the original exam with the plans there was a 1.35 millimeter discrepancy between the plan and the lead placement. The new CT was not being used as the reference. There was a 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.